Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the first complaint reported to date for corporate lot number and for a similar failure mode. Visual inspection: one denali jugular filter delivery system was returned for evaluation. The dilator was not returned. A complete circumferential break, approximately 24.4cm from the distal tip, was identified on the pusher catheter. The pusher catheter was kinked approximately 52.0cm from the distal tip. It is unknown how or when the break and kink occurred as neither were reported by the user. The filter was found stuck inside the introducer sheath segment. No skiving was visible along the introducer sheath or inside the storage tube. No other anomalies were identified. Functional/performance evaluation: the introducer sheath was cut longitudinally in order to remove the filter. The filter contained all 6 arms and 6 legs which were present and intact. The introducer sheath hub was sliced open longitudinally. No gaps were identified between the hub and the sheath and no skiving was observed. No other anomalies were located on the returned device. Heat was applied and the filter took the appropriate shape. Measurements were conducted and all measurements met the required specifications. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the complaint investigation is confirmed for failure to advance, as the filter was returned inside of the introducer sheath. Potential root causes and contributing factors were identified. Corrective and preventative actions have been identified and effectivity of these corrective and preventative actions is being monitored. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter became stuck inside the deployment sheath and could not be advanced; no attempt was made to deploy the filter. The filter was exchanged for a new filter system that was deployed successfully. There was no reported patient injury.